Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10839r20, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709, lot# j10839r20, implanted: (B)(6) 2002, product type: catheter. Refer to previously submitted manufacturer report #s: 6000030200301056, 6000030200301056 and 2182207200400432. (B)(4).

Event description:
Additional information was received from a consumer. The patient had reported their symptoms on (B)(6) 2004 and they were admitted on (B)(6)2004. The patient symptoms included withdrawal and a return of spasms. Following the catheter replacement on (B)(6) 2004, the patient had no further problems and had a heavy duty catheter. It was noted however the patient was occasionally suffering from migraines.